Event description:
It was reported by svc report that the foot right side rail was unable to lock in the upright position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Arm weldment.